Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the atw35 instrument could not be fired by the surgeon. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.